Event description:
A hospital in (B)(4) reported to a fisher & paykel healthcare (fph) field representative that the expiratory evaqua tube of an rt345 adult dual-heated evaqua breathing circuit broke after two weeks of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned rt345 adult dual-heated evaqua breathing circuit was visually inspected for damage. Results: visual inspection revealed holes in the expiratory evaqua tube of the returned breathing circuit. The hospital commented that the breathing circuit was used for two weeks prior to the reported incident. Conclusion: based on the evaluation of returned device, the holes may have occurred as a result of the expiratory evaqua tube being pulled. Overuse of the complaint breathing circuit may have also contributed to the damage observed. The key difference between fisher & paykel healthcare's evaqua breathing circuits and the conventional breathing circuits is that (B)(4). Our user instructions that accompany the rt345 state the following: "set appropriate ventilator alarm." "This product is intended to be used for a maximum of 7 days." Our monitoring and trending of complaints involving adult evaqua breathing circuit leaks has a rate of occurrence of 98 devices per million sold in the last year to the end of (B)(6) 2011.